Event description:
Boston scientific received information that the lead safety switch (lss) had been triggered for this system due to right ventricular (rv) pacing impedance measurements greater than 2000 ohms. A review of the system data noted stored ventricular tachycardia (vt) episodes with pacing inhibition greater than two seconds for this pacemaker dependent patient. The patient was asymptomatic and had an escape rhythm of 30bpm. Lead testing in unipolar configuration produced noise. The device was then programmed to bipolar configuration and there was no noise observed, pacing impedance was 1166 ohms and sensing measurements were normal. Additionally, the patient's family stated that they thought the device was beeping. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.

Event description:
Additional details were received nine months after the initial observations were reported that this patient who has complete heart block was not feeling well with a heart rate of approximately 20 bpm. The patient was brought to the hospital and telemetry strips showed there had been no pacing output for an hour. Device interrogation did not identify any noise or stored episodes in the logbook and previous x-rays did not show incomplete lead insertion or anomalies. A revision procedure was performed and the system was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller. A chest x-ray was performed and was unremarkable for any issues. The consultant communicated to the caller that this device does not emit tones. A boston scientific sales representative confirmed the beeping was the blinking light on the remote monitoring system. They sent a transmission and it went away. No further issues and no adverse events. This product issue will be re-evaluated if additional information is received.